Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's ac power adapter to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device will power off unexpectedly when they attempt to power it on while it is connected to ac power. If the device is powered on while disconnected from ac power it will remain on. There was no report of patient use associated with the reported event.